Event description:
It was reported to hamilton medical ag: during the use of this equipment in the hospital trauma ICU, the equipment reported an error and preventive maintenance was required. Patient harm is unknown.

Manufacturer narrative:
Hamilton medical ag case number: (B)(4).